Event description:
A customer called stating that the meter is giving them high readings around 237mg/dl when normaly they are around 100mg/dl. It was learned that the customer has been using excel off brand reagent. The differences between these readings if acted upon could be clinically significant. It was explained that bayer does not provide or support the use of off brand reagent strips. The customer did not have the requisite supplies on hand to perform an electronic check of the meter. These supplies were sent to the customer, who has been invited to contact co's 24/7 customer service line should any problems or questions arise.